Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.204¿ from the base, and the broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument was broken. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The instrument performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved with a third-party instrument during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The harmonic ace instrument has been received, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis or if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable cause cannot yet be determined based on the information provided.